Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: chapter 3 preparation and inspection. 3.2 inspection of the endoscope . Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible causes: because of missing sound rays, it possible that some external force was applied to the ultrasonic transducer and the distal end. About 4 years and 3 months have passed, it is possible to have been affected by aging deterioration.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the elevator connector lock pin is leaking. The forceps cover glue is peeling. There are multiple broken elements in the um image. The technician replaced all the above listed parts to meet manufacturers specifications. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an evis exera ii ultrasound gastrovideoscope for use, image issues were noted. There was no patient impact related to this occurrence.